Manufacturer narrative:
Additional information became available after the initial report was created. The updated information has been included with this report.

Event description:
It was reported that the customer passed away from a car accident while with a friend. The customer was the driver of the vehicle. A press release by the (B)(6) state police indicated that speed was a contributing factor of the car crashing into a tree. The cause of death was injuries sustained in the crash. The reporting party did not state whether the customer had any illnesses that may have led to the customer's passing. The customers blood glucose was unknown at the time of death. It is unknown if the customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The reporting party did not indicate whether the customer's next of kin would return the insulin pump for analysis. A good faith effort, consisting of two phone calls and a written communication were made, but it was unsuccessful in attempting to contact the customer's next of kin. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away from a car accident while with a friend. The cause of death was unknown. The reporting party did not state whether the customer had any illnesses that may have led to the customer's passing. The customers blood glucose was unknown at the time of death. It is unknown if the customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The reporting party did not indicate whether the customer's next of kin would return the insulin pump for analysis. No further information was provided.